Event description:
It was reported that after the patient's revision in (B)(6) 2012, the patient was treated at the hospital for "blisters" around the incision site. The patient was administered intravenous antibiotics and the blisters cleared. There were falls or trauma reported. It was stated that stimulation was "good" the first 2 months after implant only.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had an infection, which was cleared by the administration of intravenous antibiotic.